Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation found that the pump powers up properly with functional auditory and vibratory alarms. During testing, a bolus was programmed, and audible tones and vibratory indications were confirmed prior to execution of bolus delivery. There was no defect found on investigation; the complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
There was no reported patient impact associated with this complaint. The reporter claimed that the animas pump did not vibrate or beep as it usually does when she gave herself a bolus. This complaint is being reported due to the alleged vibration and sound issue.